Event description:
It was reported that during use with the bd phoenix¿ nid panel, salmonella strain was misidentified as e.coli. Patient treatment was not affected by the false result. The following information was provided by the initial reporter: it was 2 samples run in duplicate. 1 was a external qc sample, with a known result of salmonella para typhi a, another was a patient sample. Since the colonies on mckonkey agar were nlf colonies , it could not be e.coli. There was a delay in reporting results, as the patient sample had to be outsourced to another facility to ensure correct identification. Since they suspected typhoid and it is the season for typhoid fever, the patient was treated empirically.

Manufacturer narrative:
H.6. Investigation summary: this complaint is not confirmed. This complaint is for qc and clinical failures due to misidentification of salmonella as escherichia coli when using phoenix panel nid (448007) batch number 3010433. The customer did not return panels or isolates but provided phoenix generated lab reports for the investigation. The lab reports show test results identifying as e. Coli. To investigate, three retention panels from the complaint batch 3010433 were tested using in-house isolate salmonella enf 10202 on a phoenix m50 machine and evaluated for identification results. Two of the panels identified as salmonella species, and one identified as salmonella enterica species, therefore, this complaint is not confirmed. A review of quality notifications revealed no quality notifications generated on the complaint batch. A review of complaints revealed no additional complaints on the complaint batch. Complaint trending was performed and no trends were identified associated with this defect. Bd ID/ast plant see h.10.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with the bd phoenix¿ nid panel, salmonella strain was misidentified as e.coli. Patient treatment was not affected by the false result. The following information was provided by the initial reporter: it was 2 samples run in duplicate. 1 was a external qc sample, with a known result of salmonella para typhi a, another was a patient sample. Since the colonies on mckonkey agar were nlf colonies , it could not be e.coli. There was a delay in reporting results, as the patient sample had to be outsourced to another facility to ensure correct identification. Since they suspected typhoid and it is the season for typhoid fever, the patient was treated empirically.